Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the physician used the hemopro 2, physician confirmed the tip of jaw peeled off. After that the physician used the other hemopro 2 and completed the evh. Nothing fell into the patient. No damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25150926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the physician used the hemopro 2, physician confirmed the tip of jaw peeled off. After that the physician used the other hemopro 2 and completed the evh. Nothing fell into the patient. No damage to the patient.